Manufacturer narrative:
H3, h6) the manufacture representative revisited to the site to test the imaging system and system failing to produce x-rays. Replaced dual speed starter board. Performed function test. System producing x-ray. Performed system checkout. System was fully functional. MDR codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the system was functioning but had to be rebooted to expose x-rays. Site then used system again and had to reboot again to expose x-rays. There was no patient involved.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that generator errors display failing sta rter board and ps1 power supply. Ordering. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450; product ID: bi71000576: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the starter was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "exposure issues." Installed starter in test imaging system. System readied and booted. Several 2d and 3d images were performed and were successful. No errors were observed while testing. No problem found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576, serial/lot #:(B)(6) rev. C. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.